Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp wanted to get a manufacturer¿s representative (rep) out to check the ins. The hcp reported that the ins needed to be checked because the ins wasn¿t working. The hcp didn¿t know when the issue first started. No further complications were reported.